Manufacturer narrative:
Concomitant products: omit pri tubing.

Event description:
The customer reported that the plastic piece at the end of the t-connector is cracked, and when they use it the patients¿ blood leaks and the tubing has to be replaced. The plastic is cracking when a syringe is attached, either for blood draws or while flushing the tubing. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the plastic piece at the end of the t-connector is cracked, and when they use it the patients¿ blood leaks and the tubing has to be replaced. There was no patient harm.